Manufacturer narrative:
The lens was returned in the replacement lens case and carton (same lot/model/diopter company lens, 23.0). Viscoelastic was dried on the lens. The lens had been cut from one edge into center. The lens was cleaned with klrp. Power and resolution testing was conducted by engineering. Measurements were difficult to verify due to the extensive optic damage. Based on the obtainable readings, the returned lens did not meet the specifications for a company, 23.0 diopter lens. A root cause analysis was conducted, and the most likely root cause was determined. The complaint lens introduction most likely occurred at the toric lens bench operation when the complaint batch was being cased. The presence of this complaint lens was likely the result of an operator handling issue and/or failure of the line clearance process. The root cause was determined to be inadequate process with a line clearance failure considered to be a contributing factor. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, following the intraocular lens (iol) implant procedure, patient was +5.75 after refractive lens exchange (rle) and emmetrop on the other eye, so the suspicion is that the lens had the wrong power (the scanned barcodes say that the information on the package matched what was planned). It was also reported that there was something wrong with one of the lenses. The patient has received a new lens. The patient was not harmed. Additional information received and stated that, the patient came back for a scheduled follow-up and reported bad vision the patient had 5.75 diapter issue and was verified under examinations during the follow-up . The lens was explanted in a secondary procedure. The patient was not harmed and after the implant the sight was good.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).